Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that the cable has a cut. There was no harm for the patient, operator or third party reported. No further information received.

Manufacturer narrative:
This report is being submitted to provide additional information in d9, g3, h6: type of investigation, investigation findings, investigation conclusions, and attachment. See attached evaluation.